Event description:
Customer reported the arm will not swing over the table. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and removed and replaced covers. System operates as intended.